Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited high thresholds and a decrease in r-waves. Six months later, the patient was brought back for a lead revision, and it appeared that there was a micro dislodgement of the rv lead, although no movement was visible on a chest x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.